Event description:
Patient underwent cranioplasty with norian and titanium implants. Post operatively, patient experienced fluid build up. Two small drainage surgeries were performed. Surgeon has not removed the implanted material. This is 1 report of 9 on the same event.

Manufacturer narrative:
This information was not provided on completed questionnaire received. Implants currently remain in the patient. Investigation could not be concluded, no conclusion could be drawn. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.